Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with injection fortum (1g, frequency, duration, and route of administration not reported) and injection vancomycin (2g, frequency, duration, and route of administration not reported) for the peritonitis. At the time of this report, it was unknown if the patient had recovered from the peritonitis. Action taken with dianeal therapy was not reported. Additional information was not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). On an unreported date, the patient¿s fluid was reported to be clear and the patient was recovered from the peritonitis event. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as cmplnt-(B)(4) and cmplnt-(B)(4).